Manufacturer narrative:
(B)(4).

Event description:
A talent taa stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology was not reported. It was reported that the patient was admitted emergently with complaints of pack pain. A CT revealed that the talent stent graft implanted approximately three years ago had migrated due to lack of proximal seal and fixation causing a type ia endoleak. The physician performed an intervention where a valiant captivia 44x44x150 was implanted and the endoleak was resolved. No clinical sequelae were reported and the patient is doing fine.